Manufacturer narrative:
The glucose reagent lot number is 752913. The expiration date was not provided. The qc recovery data provided was acceptable. The field service engineer (fse) found a creased vacuum tube and a hole in the rinse arm and corrected them, and also performed a cuvette wash. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 8000 c702 module. The initial glucose result was 162.1 mg/dl. The repeat result was 96.7 mg/dl. The exact date of testing or from which analyzer the repeat result was produced was not provided. The repeat result was deemed correct.